Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This report will be updated if additional information becomes available.

Event description:
It was reported that an alert was generated due to high out of range pacing impedances on the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d). Pacing impedances had risen slowly over time. It was suspected but not confirmed that the increasing impedances were due to calcification on the lead. Boston scientific technical services provided troubleshooting advice. No adverse patient effects were reported. This crt-d and the rv lead remain in service.